Event description:
It was reported that (3) tlc75 were used during a total abdominal hysterectomy procedure. It was reported by the rep that the surgeon said that surgeon had three tlc75 staplers misfire. The surgeon was not able to advance the firing knob on the first uses of the gun because of the safety lockout. It is unknown how the case was completed. There was no consequence to the pt. Product was not kept for analysis.